Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure, using a rotarex catheter. During the procedure, the helix of the catheter allegedly fractured during activation. Fractured part could be removed without patient harm and procedure could then be finished without problem. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure, using a rotarex catheter. During the procedure, the helix of the catheter allegedly fractured during activation. Fractured part could be removed without patient harm and procedure could then be finished without problem. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigations review: the catheter was received for evaluation and was physically investigated. A physical investigation was performed for the catheter. During physical investigation a catheter was received. The missing part of the helix was found to be at 17.5 cm from the tip of the catheter. No aspiration test was performed due to broken helix. A clear root cause could not be established. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.